Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation and sores under the back therapy electrode pads. The irritation and sores were described as closed, red and itchy. The patient reported that their physician provided her with an unknown prescription cream for the irritation and the physician recommended she remove the lifevest to address the irritation. The patient then used the unknown cream and removed the lifevest when the irritation was bothering her. During a follow up call, it was reported that the irritation was getting a little better. There was no alleged device malfunction associated with the reported irritation.